Event description:
The catheter came apart from the adapter and remained in the pt. They were unable to remove the catheter, so an interventional radiologist was called to remove the fragment that was inside the pt in 2008. A cut down had to be performed to remove the fragment. There was no extra hospitalization required as a result of the incident.

Manufacturer narrative:
The sample is being retained at the hosp and will not be released. Rep units were rec'd on 04/03/2008. Upon completion of the investigation, a supplemental report will be submitted.